Event description:
The customer reported she had been experiencing symptoms of hyperglycemia while her meter was giving her low readings (no specific readings were provided). She also reported her husband drove her to a local hospital where she was diagnosed with hyperglycemia and was administered insulin intravenously. There was no report of death or permanent impairment.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.